Event description:
The customer reported via phone call that they received a motor error alarm after a bolus delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported they had a button error alarm in the alarm history. Customer declined to troubleshoot for the button error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms were noted during testing. The motor passed the motor test. Unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The pump also had cracked battery tube threads, minor scratches on the display window.